Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issues. As received, a complete lead was returned in one piece with the helix found partially extended and clogged with dried blood and tissue. The reported event of helix mechanism issues was confirmed. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The full helix extension was within specification. The cause of the reported event of helix mechanism issues was isolated to the helix being clogged with dried blood and tissue. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
During an in-clinic follow-up, right atrial (ra) lead dislodgement was noted. The suspected cause of the ra lead dislodgement was tissue in the helix mechanism. The ra lead was explanted and replaced to resolve the event. The patient was stable.